Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an adjustment on (B)(6) 2013 and the patient was not feeling stimulation in the left leg, but did feel stimulation in the right leg. It was noted that this issue began the day prior to the report, when the patient was walking. It was noted that the stimulation was ¿hurting¿ the night prior to the report, so the patient adjusted it. It was further noted that the patient could not sweep, which normally took her 5 minutes. When the patient switched her program and increased the stimulation, she only felt stimulation in the left leg and not the right leg. It was noted that the patient tried another program and it was uncomfortable. It was noted that the patient¿s stimulation felt ¿a little better,¿ but it was not like it was before she was programmed. It was further noted that the patient had ¿100% stimulation on the left leg, and 40% stimulation on the right leg.¿ it was noted that this occurred on all 4 of the patient¿s programs.

Event description:
Additional information indicated that while stimulation was turned on, the patient experienced an overstimulation sensation, a shocking or jolting sensation, and stimulation in the wrong location. It was stated that the patient "loved the unit, it helped her a lot, she just needed to get it reprogrammed." It was reported that her ins (implantable neurostimulator) had been reprogrammed 3 or 4 weeks prior to the report but she started having problems with the way it was programmed after that. It was stated that she had gone to her doctor's office four days prior to the report "and she told the guy that her body was weird." It was stated that after she had the reprogramming, she found that her battery only lasted about 24 hours before she had to charge it. It was reported that program c was her favorite program but it shocked her at the time of the report, so she had to use the other programs that she didn't like as much. It was reported that she was not getting stimulation down her right leg. It was stated if she couldn't get stimulation down there, she could "turn it to 4 just to get her to work, and as soon as she lay down the pain came down and she just took a tylenol or two." It was stated she could use program a a little bit, but she wanted to use program c, but it hurt her side. It was stated she had been using program a the past few days prior to the report and that the patient wanted the adaptive stimulation reprogramed. The patient was going to see the hcp (healthcare professional) on the day of the report.

Event description:
Additional information reported indicated that impedance testing from (B)(6) 2013 had revealed no abnormal impedances. Reprogramming on the same date showed some better coverage in the back, but still not as much as desired. It was stated that the patient was receiving "somewhat" effective therapy and still wishing for more coverage of the back.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had met with the manufacturing representative three weeks prior to this report for reprogramming. The patient stated that it had worked ¿half way¿ for the first week following reprogramming, but about one week prior to this report the patient started feeling less stimulation in her low back and the outside of her right leg. The patient reported that she had not had any falls or traumas. It was noted that he patient was unable to go to work for the two days prior to this report. The patient stated that she usually had stimulation set at a ¿4¿ when she moved and ¿3 or 2.3¿ when she was resting. The patient stated that the morning of this report, ¿it had started pinching on her sides¿ when she moved, so the patient had turned stimulation down to ¿2.8¿ and the pinching had stopped. The patient stated that her sides were tender, especially the right side. The patient stated that her device did not seem to be adjusting correctly with her positions. The patient stated that when she sat down, sometimes stimulation stopped because of the way she was sitting. The patient stated that when she lay down she had to lay a certain way for stimulation to ¿calm down.¿ transition zones were reviewed with the patient. The patient stated that the manufacturing representative reportedly ¿took it off and she had to do it manually but the patient put it back on and reset her positions.¿ it was believed that the patient was referring to her adaptive stim programming. The patient stated that the first time she was programmed it was perfect, but the second time she was getting ¿jolts¿ and the device was increasing to ¿5 or 6v¿ by itself. The next day it was reported that the patient had a loss of therapeutic effect and was in pain.

Manufacturer narrative:
Upon further review, it was found that on the previous report that some patient codes were mistakenly reported as device codes and vice versa. (B)(4).

Manufacturer narrative:
(B)(4).